Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence, should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information received from medwatch report mw5061007: patient was unknowingly implanted with competitors mesh in 2006 and experienced pain, uti's, fever weakness and immune problems. In 2015, patient underwent robotic sacrocolpopexy to remove mesh and correct problems, however more mesh was needed due to a shortened vagina and the first implant was completely incorporated into the patient's bladder and could not be removed. 9 months post-op, patient had worsened symptoms and new severe symptoms related to the 2nd mesh implant. Both mesh implants severely compromised patient's heal and life. Patient now has symptoms mentioned above along with bowel damage. Patient has no sensation to empty bowels and has to manually empty daily. Patient has severe back and vaginal pain and now escalating symptoms of either reactive or rheumatoid arthritis and immune compromised. Patient has had cts, mris, indium scan, and numerous blood work. There is mesh and/or adhesions in patient's bowel, mesh in patient's vagina, low iga levels, intestinal inflammation and ulcers worsening day by day.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
Additional information received further reported that the patient also experienced dysuria, contact dermatitis, urinary frequency, yeast infection and itching, vaginal discharge, decreased urge sensation, myalgia, urgency, dyspareunia, grade 1 cystocele, grade 1 rectocele, constipation, defecatory dysfunction, arthritis, wheezing, chills, pelvic abscess, dilated redundant colon, pelvic and intrabdominal adhesions, mesh erosion, and a hernia. The patient was admitted to the hospital for intravenous (IV) antibiotics and drain placement. She was discharged with a PICC line for a course of IV antibiotics at home. Two laser therapies were performed in office with topical anesthesia. The patient underwent a robotic total ileorectal anastomosis and a robotic hernia repair. The restorelle mesh was noted to be fixed and adhered to the distal colon, and a gore-tex suture that was attached to the mesh was in the wall of the colon. All mesh and sutures were removed in their entirety. Estimated blood loss (ebl) was 200 ml.